Event description:
The primary knee was implanted in 2002. The pt lost flexion and extension movement in pt's knee. In 2004 dr attempted to change the insert and downsize the femor but neither was successful in resolving the problem. He then ex-planted the bks and implanted a constrained zimmer knee.